Event description:
In 2006, I had all-metal bilateral christensen tmj implants. I feel as if the implants need to come out because I'm experiencing nausea, trouble keeping food down, extreme pain in ear by joint, and have had numerous infections in the past several years. I also suffer from facial paralysis, eye spasms, eye pain, vision problems, face droops, headaches, bone pain in face and a restricted bite. I'm having trouble finding an oral surgeon who will help me.